Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was tube push off seen with five (5) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-jun-2025. Investigation summary: bd received five samples and one photo for investigation. The photo was evaluated and does not show the customer¿s failure mode. The five samples were inspected with no issues being identified. A functional test was performed on the sample tubes, and all tubes were within specification limits with no tube push off occurring. Additionally, a total of 100 retained samples were visually inspected with no issues being identified. A functional test was performed on these 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, there was tube push off seen with five (5) tubes. No adverse impact was reported regarding the patient or user.